Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leaking disposable homechoice cassette. This event was reported to have occurred set-up, the home patient was not connected. The caregiver reported there was a pin-hole leak in one of the cassette tubing lines. The technical service representative advised the caregiver to dispose of the current supplies attached and continue therapy with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a hole in the tubing, which is a known cause of leaks. Should additional relevant information become available, a supplemental report will be submitted.